Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low rvtip to rvcoil lead impedance. In addition, the right atrial (ra) lead was undersensing. The leads remain in use. No patient complications have been reported as a result of this event.